Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated bg levels up to 400 (mg/dl) for 3 days. Reportedly, customer believed that bg levels increased after receiving a cortisone shot. Customer treated bg levels by administering a bolus. Recommendation was made to consult with health care provider to discuss diabetes management.